Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The field service engineer (fse) confirmed the air flow accuracy was out of range. The customer has not purchased parts necessary for repair; however, the information has been provided to the customer. The ventilator is not in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. There was no patient involvement. The event date was not specified, estimate used.